Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced residual astigmatism. The lens was exchanged for a different lens within two months after the initial implantation.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. The optic is torn/cut into three pieces, typical of an insertion and removal. A lens bench evaluation cannot be conducted due to the lens being returned in pieces. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause cannot be determined. The optic is torn/cut into three pieces, typical of an insertion and removal. A lens bench evaluation cannot be conducted due to the lens being returned in pieces. Information in the file indicated that the lens was exchanged for a different lens within 2 months after initial implantation. Residual astigmatism was the clinical reason given for the explant. The file indicated that the 11.5 diopter lens was exchanged for a 10.5 diopter lens. The manufacturer internal reference number is: (B)(4).